Event description:
It was reported to philips that the device failed testing. There was no patient involvement. The customer was sent a service quote. However, the quote expired after months of no response by customer. The customer has refused service at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.